Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. Device will not be returned.

Event description:
It was reported that wire was bent when inserting. Screw was inserted over the wire, causing the wire to break. When removing the wire, the cutting flute on the screw broke. A small part of the screw was left in the patient.

Manufacturer narrative:
Evaluation summary: the reported event of the broken screw could not be confirmed, since the device was not returned for evaluation. Based on the investigation, the most probable root cause was not following the op-tech and therefore attributed to a user related issue. According to the received information a k-wire from sps basic set was used. This k-wire has no threaded tip as the asnis iii k-wire does. Furthermore the event description stated that the wire was bent during inserting. Regardless this, the screw was inserted over the wire. The op-tech states that a bending of the k-wire may can cause damage to the implant. Please pay attention to the operative technique asnis iii cannulated screw system (ref# 982187 rev. 4): ¿note: contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation. Of the screw and/or a bending of the k-wire which may result in damage to the implant. Step 1 insert guide wire using the o1.4/2.7mm double drill guide, insert a o1.4 × 150mm guide wire to the appropriate depth. Use image intensification to control reduction and guide wire placement. Place additional guide wires as necessary. Remove the double drill guide. Note: in dense bone, puncturing the cortex with the ø1.4 × 150mm drill bit to initiate the wire may reduce heat build-up and/or deflection of the wire.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that wire was bent when inserting. Screw was inserted over the wire, causing the wire to break. When removing the wire, the cutting flute on the screw broke. A small part of the screw was left in the patient.